Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 instrument locked out during the firing sequence. Another tsb45 was opened and used to complete the case. There was no consequence to the pt.